Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump gets hot to touch when charging. Additionally, it was reported that the pump's control iq feature was not functioning as intended. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting, or to provide additional information regarding the reported issue with tandem technical support.